Event description:
It was reported that the collimator on the 9800 system was not working and the left monitor had a phosphor burn on it. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections were re-seated and the left monitor replaced during the svc call. The system was tested and found to be working as intended and put back into svc.